Event description:
On (B)(6) 2010, patient reported the adhesive does not want to stick. Patient stated, he uses alcohol to clean the area first, lets it dry then injects the infusion set using the insertion assist device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.